Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The cause of the pump reservoir volume discrepancy at the refill performed on 2023-may-23 was unknown. It was unknown if any intervention/action was taken to resolve the pump reservoir volume discrepancy. It was unknown if the volume discrepancy at refill was resolved. The device was still in use / remained implanted.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon intrathecal via an implantable pump for to cerebral hemorrhage. It was reported that a pump refill was performed on (B)(6) 2023. The gabalon concentration was changed from 1000 to 1500 g/ml, and the dose was changed from 235.1 g/day to 240 g/day. The actual remaining amount 10.3 ml, programmer remaining amount 11.7 ml. The variability rate was 22%, the pump was refilled with 18 ml, and the low reservoir alarm (lra) was 8/30 100 days. During the (B)(6) 2023 outpatient visit, the patient reported that they experienced arm pain on that day. Regarding pain, the physician believes that there is no causal relationship with the itb therapy, but since the physician reached out, this was reported as an adverse event. The pain was not severe. The outcome of the event was unknown. Regarding pain, the causal relationship to drug, pump, catheter, programmer, and procedure was unrelated. The gabalon dose of 235.1 g/day was ongoing to (B)(6) 2023. The gabalon dose of 240 g/day was from (B)(6) 2023 to ongoing.

Manufacturer narrative:
Continuation of d10: product ID 8781 , lot# n585547005, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.